Event description:
Patient's meter would not power on. Medical affairs specialist spoke with patient in 2002 and they explained that the incident took place 2 to 3 weeks prior to calling lfs. Patient was feeling high blood glucose symptoms and attempted to test with their meter. The meter would not power on. They replaced the batteries and the meter would still not power on. They decided to take their insulin, even though they did not know their blood glucose level. They took 45 units of nph and 20 units, instead of 10 units, of regular. The regular insulin is based on a sliding scale regimen. Their symptoms were present the next morning. They felt tired, sleepy, dizzy, running a temperature, and had stomach aches. They decided to not take their insulin or eat any food. They called the paramedics and they rushed pt to the hospital. The emt did not test or treat pt before taking them to the hospital. At the hospital a "500 mg/dl" reading was obtained on a hcp meter. They were treated with insulin IV and released the same day. They started using chem. Strips to check their blood glucose levels after they were released from the hospital. One week after their release they decided to go to the clinic to get a replacement meter. The pharmacist referred pt to lfs. Patient indicated that they had not been testing their blood glucose level and had experienced symptoms all along. They explained that they kept taking their insulin, even though they did not know their blood glucose levels. Customer service representative replaced the meter.